Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced leakage between the protector and vial. The following information was provided by the initial reporter: the customer had a leakage with the protector.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples showing the reported problem were provided for investigation. A device history review was performed for the reported lot 2110120 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lot were evaluated. The protectors were successfully connected to the vials, ensuring that they fitted correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced leakage between the protector and vial. The following information was provided by the initial reporter: the customer had a leakage with the protector.